Event description:
During the procedure the gasket of this device leaked. As the physician removed the wire, no hemostasis occurred. The device was removed and replaced. The pt is reported as fine. The device is not being returned for analysis.